Manufacturer narrative:
Analysis received the unit with blank display due to broken solder joint on the interface board. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 278 mg/dl at the time of incident. The insulin pump will be returned for analysis.